Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on customer's blood glucose level. A cartridge change was performed resolving the issue.